Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the left anterior descending. The vessel reference diameter was 3.0mm and the lesion was 16mm. Pre-procedure was 99% stenosis and post-procedure was 0%. Direct stenting was not attempted. A non bsc balloon catheter was used during the procedure. A 3.0x20mm liberte stent was implanted. A second liberte stent was implanted because a dissection was observed. The procedure was a technical success. The patient was discharged 13 days later without angina or silent ischemia. Discharge medications included aspirin100mg daily/indefinite and clopidogrel 75mg daily/12 months.